Event description:
It was reported to boston scientific corporation that following implantation of a pinnacle pelvic floor repair kit (exact type unknown) during a procedure (procedure date unknown), the patient sustained injury. The nature and date of onset of the injury are unknown. All other information, including the patient's current condition, is unknown and reportedly unavailable.